Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an inappropriate shock due to oversensing noise. The patient is being monitored. The patient stated he works near metal detectors and will stay away from them and follow-up monthly.